Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, fse contacted the customer via phone to address the reported event. Fse instructed the customer to clean the liquid leak sensor with a cotton swab and blow with canned air. The error message subsequently cleared and the customer was able to successfully run daily checks, quality control (qc), and patient samples. Re-inspection of the liquid leak sensor and overflow tubing by the customer noted the area to be dry. No further issues were noted and no further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 10jan2018 through 10apr2018. There were no similar complaints identified during the search period. The a1a-900 service manual rev b; chapter 8 - troubleshooting - error messages was reviewed. The 2009 liquid leak error the a1a-900 service manual under chapter 8- troubleshooting indicates that 2009 liquid leak error message is generated when leakage of solution is detected at the start of measurement, causing the measurement to stop. The operator is instructed to contact the service department. The most probable cause of the reported issue remains unknown as the issue could not be duplicated.

Event description:
On (B)(6) 2018, the customer reported receiving "2009 liquid leak error" on the a1a-900 analyzer. Visual inspection of the wash probes and tubing revealed that there was fluid present near wash probe #2 and the incubator cover. The customer was unable to run estradiol (e2), beta human chorionic gonadotropin (bhcg), follicle-stimulating hormone (fsh), progesterone (prog), and prolactin (prl). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, bhcg, fsh, prog, and prl. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction to dates for 13 month complaint history review and service history review: a 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 10mar2017 through 10apr2018. There were no similar complaints identified during the search period. (B)(4) per exemption number e2017013.